Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the registered nurse (rn) was insisting on a swap because the home patient (hp) stated she had been feeling overfilled. The rn stated the hp had a hernia. The rn stated the fill volume (fv) is 2200ml, last fill volume (lfv) 0ml. The rn stated the hp should be empty getting on the hc. The technical service representative (tsr) asked the rn if the hp bypasses and the rn stated no. The rn stated the hp had been having issues with fibrin. The rn stated the hp should be using heparin. The rn stated the fv had been increased to 2200ml and that might be the reason the hp was feeling full or overfilled. The tsr agreed. The tsr asked the rn the troubleshooting questions and asked the rn for the therapy information. The rn did not have information available at the time of the call. The tsr explained the hc would be swapped. The rn stated she would assist the hp with programming. On (B)(4) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of feeling full and having a hernia. The pdn stated the hp has received the new hc and was doing great. The pdn stated the hernia occurred last year and was not an issue. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp?s dialysis products. No further information is available.

Manufacturer narrative:
(B)(4). The device has been made available for evaluation. Upon completion of baxter's investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). The baxter product analysis lab received and evaluated the device. The device evaluation indicated the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. There were no problems found during an internal inspection. A review of the device logs revealed no anomalies and no drain or ultrafiltration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. No failure or malfunction was identified that could have caused or contributed to the reported issue. The assignable cause was determined to be insufficient drain, false empty detect and use error. Target uf is set to an inappropriate value so system does not alarm. The device's service history record was reviewed and no issues were identified that may have contributed to the patient feeling overfilled. There is no evidence that suggests the device contributed to the patient's hernia. Baxter will continue to monitor similar reports to determine if further actions are required.